Event description:
Customer reported that she was hospitalized in intensive care unit twice due to high blood glucose. The blood glucose reading was 530 mg/dl. Customer stated that she does not use the insulin pump only the sensor. Customer stated that her serter was not working correctly, it was not releasing the sensor after the second button press. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see also MFR report number 2032227-2014-02324.

Manufacturer narrative:
Inspected one opened and used sensor. Performed insertion test and sensor passed per specifications.